Manufacturer narrative:
Date sent to the FDA: 10/27/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/22/2021. Additional h6 component code: g07002 ¿ device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 10/27/2021. The manufacturing records could not be reviewed as the batch number is unknown. Summary: the product was returned for evaluation. Visual inspection and material evaluation were conducted on the returned device. A suture piece of the product code unknown and a yellowish foreign matter were received for evaluation. Material analysis concluded that according to resultant spectra of the unknown blue particle exhibited absorption peaks for polyamide, base material better known as nylon. Spectra comparison test exhibited that yellowish residues shares all principal peaks with biological reference spectrum and based on the results, it appears that yellowish residue is presumably a biological material with traces of the siloxane material. Pds suture is made with polydioxanone polymer. Conclusion: unknown blue particle exhibited the infrared spectrum of a nylon-based material (polyamide), the source of origin remains unknown. The yellowish residue presented the composition of biologic base material. Traces of siloxanes were found on biological material, source of origin of this material remains unknown. A pds suture can be ruled out as source of origin for the foreign materials analyzed as part of this investigational repo1t, due are not made of polydioxanone as pds suture in accordance with specification document ms728-001. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify is the nylon suture used in surgery ethicon product too? If yes, please provide product code/lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/14/2021 the following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Diagnosis and/or indication for index brain surgery when ethicon suture (pds plus (pdp311h) was used? Product lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, during and/or after suture placement? Please specify. Describe the manifestation of ¿foreign body sensation¿ reaction (appearance, patient symptoms, location, severity)? What date did the patient present with ¿foreign body sensation¿ (# of post-op days)? What was the suture appearance during suture removal? Details of suture removal surgery? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (foreign body sensation)? What is the patient¿s current status? Was the symptom resolved after suture removal? It was reported that it is unknown if ¿the knot which has been removed¿ was made of nylon or ethicon pds plus 3-0. Is the nylon suture used in surgery ethicon product too? Please clarify. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 07/28/2021. Additional information was requested, and the following was obtained: there were no adverse consequences to the patient. Please clarify/specify a date of index brain surgery when the ethicon suture used: (B)(6)2020 or (B)(6) 2020? For both surgeries on (B)(6), pdp311h was included in both preparation lists. It is uncertain whether it was used. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events submitted via 2210968-2021-06164 and 2210968-2021-06714. Date sent to the FDA: 07/28/2021. Corrected b5 narrative: it was reported that the patient underwent a brain surgery on (B)(6) 2020 or (B)(6) 2020 and the suture was used for subcutaneous suture including the dermis. Following the surgery, the patient experienced a foreign body sensation with the suture, and the suture was removed on (B)(6) 2021 under local anesthesia. It is unknown whether the knot which has been removed belongs to this type of suture. The treatment was only the removal of the suture. Thereafter, there is no problem with the patient¿s condition.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please clarify is the nylon suture used in surgery ethicon product too? If yes, please provide product code/lot number. No further information is available. The customer wanted to know if the nylon material was a pds suture or not. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to receive the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Please clarify/specify a date of index brain surgery when the ethicon suture used: (B)(6) 2020 or (B)(6) 2020? Diagnosis and/or indication for index brain surgery when ethicon suture (pds plus (pdp311h) was used? Product lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, during and/or after suture placement? Please specify. Describe the manifestation of ¿foreign body sensation¿ reaction (appearance, patient symptoms, location, severity)? What date did the patient present with ¿foreign body sensation¿ (# of post-op days)? What was the suture appearance during suture removal? Details of suture removal surgery? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (foreign body sensation)? What is the patient¿s current status? Was the symptom resolved after suture removal? It was reported that it is unknown if ¿the knot which has been removed¿ was made of nylon or ethicon pds plus 3-0. Is the nylon suture used in surgery ethicon product too? Please clarify. Will product be returned? If yes, please provide return date, tracking information? Trade name - irgacare® active ingredient(s) ¿ (B)(4) dosage form ¿ suture/solid/parenteral strength = (B)(4).

Event description:
It was reported that the patient underwent a brain surgery on (B)(6) and (B)(6) 2020 and the suture was used. Following the surgery, the patient experienced a foreign body sensation with the suture, and the suture was removed on (B)(6) 2021 under local anesthesia. It is unknown whether the knot which has been removed belongs to this type of suture. Additional information has been requested.